Event description:
It was reported that the patient with this single chambered implantable cardioverter defibrillator (ICD) visited the emergency room (ER) for device evaluation after experiencing shocks. The device was interrogated and the health care professional (hcp) called technical services (ts) for consult review of the presenting electrogram (egm). Upon review, the presenting egm showed that three bursts of anti-tachycardia pacing (atp) and 6 shocks were delivered by the ICD. The therapy was exhausted. It was believed that the device inappropriately delivered therapy due to patient rhythm appeared to be supraventricular tachycardia (svt). The hcp stated the cardiologist will be consulted and programming changes will be made. At this time, the ICD remains in service. No adverse patient effects were reported.